Event description:
It was reported that during a procedure at the user facility the micro drill continued to run on its own. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The engineering technician reported that the handpiece was not running without user activation as reported, but noted the sockets were corroded.

Event description:
It was reported that during a procedure at the user facility the micro drill continued to run on its own. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.